Event description:
The nurse reported that while attempting to administer tpn (total parental nutrition) to the patient, the filter would not allow tpn to pass. The device was replaced with a new device, and no further issues were encountered.